Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the clinic with printouts of vt/vf episodes that were due to noise. Review of the episodes confirmed the noise on the lead. The noise caused the device to initiate charging, but no therapy was delivered. The lead was capped and replaced.